Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported that since (B)(6) of this year, the patient has an open incision over the ipg site with drainage. The patient is being treated by his primary care physician since (B)(6) 2017, with oral antibiotics. Follow up information identified the patient remains on antibiotics and the drainage has stopped at this time. The patient is pending follow up with his surgeon.

Event description:
Additional information received identified the patient¿s entire scs system was explanted due to an infection at the ipg site. The patient is being treated with antibiotics.